Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula, broken. Unable to confirm customer received sensor in said condition due to sensor was returned opened/used.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 107 mg/dl. Customer treated with the pump and declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.